Event description:
The account reported the side rail would not stay in the raised position. The stretcher was located in the service area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the shoulder screw and nut ar missing from the side rail. The technician replaced the shoulder screw and nut to resolve the issue. Based on this information, no further action is required.